Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had system error 345. The cause was identified to be an out of calibration downstream thermistor. The downstream sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had system error 345 (thermistor disparity). No additional information is available.